Manufacturer narrative:
The reported event that the handle was found to be broken in the form of a detached blade adapter could be confirmed. Usually the detached blade adapter with the collar is being fixed in position by a snap-ring inside of the handle. Therefore the remaining inner components of the handle were disassembled in order to determine which are affected and to detect the snap ring whether it is compromised. After disassembly of the inner ratchet base - which includes the bearing ring and bushing - the snap-ring could not be detected. Within the further investigation it was determined that the groove for the snap ring in the blade adapter, the shaft of the blade adapter at the snap ring area and the bearing ring which is mounted underneath the snap ring show residues and corrosion marks resulting from insufficient cleaning / drying and / or maintenance. Additionally, the geometry of the existing corrosion marks indicates the shape of an initially mounted snap ring and all other indications ¿ the existing bearing ring which is being mounted underneath the snap ring and the signs of wear of the inner ratcheting mechanism ¿ point to the fact that the snap ring was initially assembled and the screwdriver handle worked as intended. Because of the existing rust and corrosion marks of the components around the snap ring most likely the snap ring broke in several parts and subsequently got lost during cleaning. Finally, based on investigation all indicators point to the fact that the snap ring has been initially mounted and broke in several parts due to rust and corrosion as a result of insufficient cleaning / drying and or maintenance and subsequently got lost during cleaning. Indications for any manufacturing related issue were not determined within the investigation.

Event description:
It was reported that during a surgery, the screw driver was found to be broken. There was a delay of about a minute.

Event description:
It was reported that during a surgery, the screw driver was found to be broken. There was a delay of about a minute.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.